Event description:
On 11-sep-2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 485 mg/dl after running out of insulin overnight. The user resumed insulin delivery with the ilet, and glucose values began trending downward. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.